Manufacturer narrative:
Device not returned.

Event description:
It was reported that resistance was felt when filling multiple cartridges during the load sequence. Reportedly, the cartridge and syringe needle were changed to address the issue. The customer did not practice proper cartridge air removal technique. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer's blood glucose ranged from 108-127 mg/dl.